Event description:
Caller reported that a pump malfunction occurred after it was dropped a few days ago from a small distance. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and sent a replacement to the customer, who will use a backup insulin pump for uninterrupted insulin delivery. The caller was instructed to put the malfunctioning pump into storage mode before returning it and acknowledged all the steps needed upon receiving the replacement.